Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during an unknown procedure the cordcutter was jamming and sticking and would not cut. Visual observations revealed marks of wear in the entire device as usual on these types of reusable devices. The inner shaft was removed, and some scratches were found; also, the edge of the cutter was found slightly dull. The hub that covers the inner shaft was also reviewed for any anomalies and the edge was found dull as well. When performing the functional test, a sample suture was used, it was placed on the cutting hole, and it was difficult to cut the suture; it felt a resistance when actioned the trigger. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause can be attributed to the constant use of the device, the continuous sterilization process and excessive abuse of the device over time which would eventually lead to inner shaft failing. As stated on IFU 108484: end of useful instrument life is generally determined by wear or damage from handling or surgical use. The precautions for this type of device consist to inspect the condition of the device prior to use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the cordcutter device was jamming, sticking and would not cut. There were no adverse patient consequences nor no surgical delay reported. No additional information was provided.